Manufacturer narrative:
H3 other text : device not available.

Event description:
The user facility reported that the weld was fractured on the housing before a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed without a delay. There were no adverse consequences and no medical intervention.

Event description:
The user facility reported that the weld was fractured on the housing before a procedure.. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed without a delay. There were no adverse consequences and no medical intervention.